Manufacturer narrative:
Npb will notify FDA should further info be rec'd regarding the eval of this device.

Event description:
Nellcor puritan bennett rec'd info that suggested that the device failed to properly ventilate while in pt use. The customer reported that there was no harm to the pt.